Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported suture/link break was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no product quality issue identified with this device based on the information reviewed at this time.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with proglide devices, using a preclose technique, via a 6fr sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the first proglide suture was successfully placed. A suture break occurred with the second proglide. There was no obvious back flow from the marker lumen for the third proglide. The sutures of a fourth proglide were successfully placed in the preclose technique. The sheath was upsized to 18fr. The aaa procedure was completed and hemostasis was achieved with the first and fourth proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.